Event description:
Heart rate (hr) displayed on bedside monitor (philips v24) was 85 bpm. Actual hr was 120-125 bpm. Central monitor displayed the correct hr. Problem disappeared after central monitor was re-booted. Re-booting is not a routine procedure. The discrepancy had continued for several hours with this pt without adverse effect. There was no interference noted in this incident. There was no MFR instructions nor label warnings about possible device interactions. There were no unusual circumstances nor occurrences that could have contributed to this event. The facility is not aware of this occurrence with other pt. Device usage problem: device malfunction.